Event description:
It was reported that the customer did not get his insulin. Customer stated that he was in diabetic ketoacidosis. Customer changed the set and the issue was resolved. Customer was reporting a past issue. Customer stated that he was bolusing for the high blood glucose level but his blood glucose level was dropping lower after treating. Customer stated that this occurred a month or two ago. Customer's blood glucose level started at 400 mg/dl for about 6-8 hours and started rising from there after treating. Customer's blood glucose level was stable after the bolus, but a few hours later, it was high again. Customer stated that he programmed and delivered a bolus, but his blood glucose level only changed by two points. Customer was not able to troubleshoot since it was a past event. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.